Event description:
The notification rec'd for the scorpious clinical study indicated that the pt experienced dyspnea resulting in hospitalization: dyspnea by pulmonary edema by a decompensate chronic cardiac insufficiency. The pt expired after being discharged from the hosp. An autopsy was not performed.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-00243 and 9616099-2008-00244. Any additional info will be submitted within 30 days of receipt.